Event description:
It was reported that during the preparation of an ultrasound guided percutaneous transhepatic cholangio drainage catheter placement, a hole at the front end of the catheter was allegedly damaged. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation however, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The photo shows a hole in the tip of the catheter. Manufacturing site evaluation noticed the alleged hole that was the subject of the complaint. Therefore, the investigation is confirmed for the reported catheter hole issue. However, the investigation is inconclusive for the reported defective component issue as the sample was not returned for evaluation to confirm the reported defective component issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method) h11: d4 (unique identifier (UDI) #), h6 (device, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, a hole at the front end of the catheter was allegedly damaged. The procedure was completed by using another device. There was no patient contact.